Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing broke off and leaked. The following information was provided by the initial reporter: material no: 2432-007 batch no: unknown. It was reported tubing broke off, with leakage where tubing locks into chamber. Filtered IV tubing connected to a forearm piv had tpn infusing and continues to say "air in line". Rn pulled out tubing from alaris pump and noticed tubing was leaking/broken at the top where tubing locks in to chamber. Tubing changed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/09/2020. Investigation conclusion: the customer reported ¿tubing broke off, with leakage where tubing locks into chamber¿. Received from the customer was one used primary set model 2432-0007 lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A small tear approximately 0.0440 inches long was observed in the silicone tubing (p/n 12088541) just below the upper fitment (p/n tc10008721) retainer ring (p/n 601316-000). No gouge/crush marks were observed on the upper fitment. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No other abnormalities were observed with the set. Although damage was observed, functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned used disposable set allowing fluid to flow through the set via gravity. Blue-dyed water was observed to be dripping out of the location of the tear in the silicone segment tubing. Equipment used (visual inspection and measurement performed on 22-sep-20). Calipers, eq02784, calibration due date: 19-dec-20. Dino lite microscope, eq106199, ncr. Optical ram-cnc, eq08204, calibration due date: 05-feb-21. The device history record for primary set model 2432-0007 lot unknown could not be conducted because the lot information was not provided. The leakage was determined to be due to a tear (described as ¿broke off¿ by the customer), in the silicone tubing just below the upper fitment retainer ring. The root cause of the tear could not be definitively determined. Pump segment issues are currently being investigated and will be addressed under systemic failure investigation for pump segment (dir 10000335005).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing broke off and leaked. The following information was provided by the initial reporter: material no: 2432-007 batch no: unknown it was reported tubing broke off, with leakage where tubing locks into chamber. Filtered IV tubing connected to a forearm piv had tpn infusing and continues to say "air in line". Rn pulled out tubing from alaris pump and noticed tubing was leaking/broken at the top where tubing locks in to chamber. Tubing changed.